Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issue with the insulin pump. Customer's blood glucose at the time of the incident was 416 mg/dl. Customer reported that they are unable to prime and rewind the pump. Customer was unable to troubleshoot at the time of the call. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.